Manufacturer narrative:
Date of event estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in an unknown calcified vessel with a proglide device after an unknown procedure. Reportedly, the black plastic part separated from device. The device felt ¿funny¿ going in, the footplate was retracted to pull out and the device came out without the black plastic bit. The patient was taken to surgery to remove the separated piece and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure type was angioplasty and stenting. The device came apart when pulled back leaving the black guide in the artery. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Per the physician, it is unknown if the foot separation occurred in the patient. However, all pieces were removed at subsequent surgery.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide detachment was confirmed. The reported irregular texture and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.